Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when saline was infused into the catheter, leakage was found at puncture site on (B)(6) 2019. The catheter was removed on (B)(6) 2019. When saline was infused into the removed catheter, leakage was confirmed from connection part between the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue throughout the catheter and dried blood residue within the catheter. Some slight tensile weakness was observed in the catheter near the strain relief. The sample was flushed with a 12 ml syringe of water and a dripping leak was observed emanating from the distal end of the strain relief. The connector was disassembled and a large hole was observed in the catheter at the distal end of the metal cannula of the proximal connector piece. A microscopic observation revealed one edge of the hole to be within the metal cannula and the edges of the hole were observed to be jagged, thin, and angled with a granular surface texture. Whitening of the catheter material was observed on the edges of the hole. Once the metal cannula was removed from the catheter, a relatively large amount of the catheter material appeared to have been pushed toward the distal side of the hole. The location, shape, and physical characteristics of the observed damage indicate the catheter was damaged by the metal cannula of the proximal connector, most-likely during assembly of the catheter connector. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when saline was infused into the catheter, leakage was found at puncture site on (B)(6) 2019. The catheter was removed on (B)(6) 2019. When saline was infused into the removed catheter, leakage was confirmed from connection part between the catheter and the catheter connector. There was no reported patient injury.